Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6)2022. During examination of the right ventricular (rv) lead, it was noted that there was elevated pacing lead impedance and elevated high voltage lead impedance. The physician also observed high capture threshold on the rv lead. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.